Event description:
It was reported that the right ventricular lead had elevated thresholds. The chest x-ray was performed to ensure there was no lead dislodgement. The result indicated normal. The lead remains in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.